Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during routing lead testing, the "numbers were not good" and the left ventricular lead was found to be dislodged. The lead was repositioned and remains in use. It was also noted that the patient felt better with left ventricular pacing. No patient complications have been reported as a result of this event.